Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pezs02 device was being used during a hip arthroscopy on (B)(6) 2021 when it was reported that "the seal came out and into the joint. He said this occurred when he released traction vs using a bur. During the case he used a qfix anchor but he didn't notice the seal dislodgement until he released the traction. There was no injury to the patient and he was able to retrieve the floating seal." The procedure was completed with an alternate same-like device. There was no report of injury, medical intervention, or hospitalization. There was a 20 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: utilization of a non-conmed product with the ez switch can result in seal damage or dislodgement. The user inserting non-conmed products should exercise caution. This issue will continue to be monitored through the complaint system to assure patient safety.